Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm. Customer stated that when she tries to draw out insulin form the vial using the reservoir sometimes the reservoir will not allow her to push in any more air. Customer was advised that the vial could be over pressurized. Customer was instructed to monitor if issue recurs. Nothing further reported.